Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgeon had to bring patient back to or for infection he attributed to suture. Surgeon had to re-operate due to infection attributed to suture.